Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("my right fallopian was perforated/my right fallopian looks like shredded tissue") and device dislocation ("its in the abdominal cavity between uterus and bladder wall/coil was in abdomen") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent pregnancy loss. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("because of pain/pain"), pyrexia ("high fever"), urinary tract infection ("think the uti is back") and arthropathy ("and hip disability, I'm unable to drive car"). At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, pyrexia, urinary tract infection and arthropathy outcome was unknown. The reporter considered arthropathy, device dislocation, fallopian tube perforation, pelvic pain, pyrexia and urinary tract infection to be related to essure. Diagnostic results: (B)(6) 2013, were the x-ray. Vaginal ultrasound : date not provided. It wasn't there where it was supposed to be. Concerning the injuries reported in this case, the following my right fallopian was perforated/my right fallopian looks like shredded tissue , its in the abdominal cavity between the uterus and bladder,high fever,think the uti is back,because of pain,and hip disability , I m unable drive car were reported via social media. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc (product technical complaint). No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.